Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that following flap creation, he discovered an un-untreated area at the inferior nasal area, about half a clock hour wide. The surgeon elected to complete the cut with a pair of van ness scissors. The surgeon was then able to lift the flap and treat with the excimer laser with no other issue. The doctor elected to place a bandage contact lens on the eye after the procedure for patient comfort. No further event information is expected.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).